Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies found.

Event description:
It was reported that the patient had an accident where a compressor drill fell on him in the area of the implanted device. When interrogated after the accident, the device demonstrated 'erratic behavior'. The device was explanted. No patient complications were reported as a result of this event.

Event description:
Asku